Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the statement you made of "at that moment he pulled out the colon, which means that the stapler did not perform the desired function." Was the device unable to be fired (meaning no staple line or cut line were delivered)? Or was the device fired, however, the staple line was incomplete (missing staples)? Or were staples malformed (unformed, goal post shape, etc.)? Were there any patient consequences as a result of the issue that occurred? You have stated on the complaint submission form that this was an adverse event. Please provide further detail of how this was an adverse event. Response provided: the device was ready to be fired. Surgeon thought that stapler fired propriety and started to pull out device from colon. Then he realized the staple line was unformed and anastomosis was not done correctly. After that they took another stapler (other producer) and did anastomosis again. Patient did not have any negative consequences as a result of issue that occurred.

Event description:
It was reported that during a low anterior resection procedure, by going through the rectum he wanted to do anastomosis. After the stapler was fired, the surgeon tried to remove the stapler through the rectum by the procedure. At that moment he pulled out the colon, which means that the stapler did not perform the desired function. After that, they took advantage of the other stapler and completed the operation.

Manufacturer narrative:
(B)(4). Batch # n56t1w. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Performed by (B)(4) the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: it was reported that, " surgeons need good explanation for continue using our circular staplers. Otherwise we can expect that they will use products from other producers." Is the surgeon interested in speaking with ethicon medical and engineering personnel? The file shows 1 cdh25a circular stapler involved and 2 returning. Why is the second cdh25a being returned? Response received: unfortunately, surgeon is not interest in speaking with our medical and engineering personnel. They did not want to use other device from same box and returned it.